Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited foreign object in the forceps channel during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report provides additional information from the final investigation. The investigation confirmed foreign material was present in the device, but the type and root cause could not be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.